Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker entered safety mode. Technical services (ts) was consulted and discussed that the device should be explanted and replaced. At this time the pacemaker remains in service and no adverse effects were reported.

Event description:
It was reported that the pacemaker entered safety mode. Technical services (ts) was consulted and discussed that the device should be explanted and replaced. At this time the pacemaker remains in service and no adverse effects were reported. Additional information was received that the device was successfully explanted. No additional adverse effects were reported. The device was returned and underwent analysis testing.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and determined it had undergone resets. Bradycardia therapy remained available. The system resets occurred during other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the pacemaker entered safety mode. Technical services (ts) was consulted and discussed that the device should be explanted and replaced. At this time the pacemaker remains in service and no adverse effects were reported. Additional information was received that the device was successfully explanted. No additional adverse effects were reported.